Event description:
The customer reported that the paramedics came to his house three times in three weeks because his blood glucose dropped below 40 mg/dl. Troubleshooting was performed. The customer stated that he did not receive any alarms. Customer requested a replacement insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.